Manufacturer narrative:
The bur has yet to be returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported there was a bur broke in the motor of the device. No patient impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information and product lot number provided from the customer. The handpiece fell on the floor, so the bur broke in to two parts. One of the bur is in the motor and one part is in the handpiece, but the bur broke when it touched the floor. No fragment in the patient. Another bur and handpiece were used and completed the surgery.